Event description:
(B)(4) study. It was reported that the patient experienced stable angina and restenosis. The target lesion was located in the proximal right coronary artery (rca). The physician implanted an unspecified size taxus liberte stent in (B)(6) 2009. In (B)(6) 2012, the patient was diagnosed of stable angina pectoris. Twenty days after onset of symptom, the patient was hospitalized and underwent plain old balloon angioplasty (poba) procedure. The 91% stenosed target lesion was 14.5 mm in length with a vessel diameter of 3.15mm and timi flow 2. Following treatment, target lesion was 3.31 mm in diameter with 29% stenosis and timi flow 3.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).